Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an intermittently "rapid gas loss" alarm. No patient injury was reported.

Manufacturer narrative:
There is no service order provided for this complaint providing information to any repairs performed to the iabp. Due to the time frame, no follow up emails will be performed to determine the state of the iabp repair status. In reviewing the emails correspondence there have been numerous attempts to acquire a service order. Ref: (B)(4).